Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to revise the inflatable penile prosthesis (ipp) due to the device no longer inflating or deflating. The device felt like there is fluid moving through the system, but there was no actual transfer of fluid to or from the cylinders. Troubleshooting was performed with no resolution. The ipp cylinders and pump were explanted and replaced. The original reservoir remained implanted and in service. There were no patient complications reported.